Manufacturer narrative:
The device was returned to the company with the stated fault that it does not appear to be pacing. Observation could not be duplicated and all tests showed the device to be working as designed. The pacemaker was recalibrated and final tested. It passed all tests and was returned to the customer. Reason for complaint: unk.

Event description:
Pace medical was notified on march 24, 2011 by (B)(6) via letter that unit had a fault.